Event description:
It was reported that during the procedure, this right atrial (ra) lead experienced helix extension difficulty. During placement, attempts were made to extend the helix mechanism, but it eventually became stuck. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/body fluid was present around the helix. The lead was returned with a bent stylet stuck in the lead; the lead was also bent in a few places. The stylet was removed with force. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil was fractured. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.